Event description:
It was reported by the rn in the cath lab that the intra-aortic balloon (iab) ruptured in use. Additional information received 26jan2015 stated indication for intra-aortic balloon pump (iabp) therapy was complications with angiography/plasty. During angiography, lad (left anterior descending coronary artery) went down and iab inserted in the patient's right femoral artery via a sheath without issue. Physician gained access on the left o continue with the case and angioplasty the lad and other vessels. Wire and catheters were passed by the iab before it was placed on standby multiple times. The helium loss alarms started and reset a few times and blood was noted at the 20 minute mark post insertion. The first iab was removed and second placed in the right femoral with a new sheath without incidence. Pump strips were generated however they are not available for review. X-rays were performed in the lab under fluoroscopy. The pump alarmed (and was reset) about 20 minutes after iab insertion. Pump alarmed "possible helium loss" and blood was found in the driveline. Iabp therapy was delayed/interrupted for seven minutes. The second iab was inserted via the patient's right femoral artery using a new sheath. There were no reported patient complications, injury or death. Medical/surgical intervention was not required. Patient outcome is listed as transferred stable to other hospital for ohs (open heart surgery).

Manufacturer narrative:
(B)(4).